Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient revised for mass in hip region, discovered that the proximal femur of ball was basically dead bone. Surgeon stated that he did not know if this came from the metal on metal articulation.